Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation findings were as follows: there was a small dent on the side of the control head, the light cover and optical glass adhesive was worn, the distal end adhesive was worn, the insertion tube was delaminated, the scope connector had excessive fluid ingress, the up/down angle had excessive play and the switch head was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an error e315 and a small dent in the side of the control head. The issue was found during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, white contamination was found in the air and jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the air/water supply and sub-water supply channels could not be identified and definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.